Manufacturer narrative:
Manufacturing evaluation: analysis and results: there are no previous complaint of this code batch. There are no units in our stock. We have received 13 unopened pouches. We have checked all samples receive and all packs have only one needle inside the pack as the product description. Furthermore, without defective samples or pictures showing the defect a proper analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn suture. During an open appendectomy, it was noted that the packet contained 2 needles instead of 1. This created some confusion but the sharps and sponge counts were corrected; there was no patient harm. Additional information was not provided.